Manufacturer narrative:
Additional information was requested but was not forthcoming. The cause of the two 29mm sapien 3 valves being implanted in one patient could not be determined with the available information. However, there was no allegation or indication a device malfunction contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, a ¿device-related event¿ occurred during the implant of the 29mm sapien 3 valve. A second 29mm sapien 3 valve was successfully implanted; no information regarding the reasoning for the second valve. On pod1 echo showed no aortic insufficiency and the patient was discharged to go home.